Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during high anterior resection, the instrument made a strange noise and jaws could not open. Then the surgeon pulled back the black return knob back, released the tissue from the device and noticed the some staples came out from the staple pocket of the cartridge. The surgical time was extended by less than 30 min. The procedure was completed with another device. Patient status: alive with no injury.